Event description:
The customer reported flashing the upgrade software (v9.33) fails and is still at version 9.12. There was no reported patient involvement.

Manufacturer narrative:
Correction: disregard file (file was reassessed and after further review, it was updated to non-reportable malfunction).

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported flashing the upgrade software ((B)(4)) fails and is still at version (B)(4). There was no reported patient involvement.